Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient receiving morphine (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported the patient went into the ER on (B)(6) 2021 with overdose like symptoms including vomiting and nausea. The hcp decided to stop the pump. Further information was not reported.